Event description:
Caller states customer administered 30 units of "70/30" insulin based on an unspecified result obtained on the advantage system. Approximately one hour later, customer was incoherent and shaky with result of 436 mg/dl obtained on the advantage sys. Paramedics arrived less than 5 minutes later, and customer tested 23 mg/dl on professional meter. She was treated with a glucose IV, and low blood glucose symptoms improved 5-7 minutes later. Customer was also given peanut butter with 8 oz of milk. Requested return of suspect device, and replacement was sent.